Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from an adc blood glucose meter compared to laboratory results obtained by a healthcare professional. Customer reported that on (B)(6) 2018 he/she experienced symptoms described as fatigue, bad breath, and the onset of acidosis, and self-presented to a hcp. Customer reported receiving readings of 200 mg/dl and 195 mg/dl on the adc meter compared to lab results of 480 mg/dl and 405 mg/dl obtained by the hcp. Hcp administered insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving low readings from an adc blood glucose meter compared to laboratory results obtained at a hospital. Customer reported that on (B)(6) 2018 he/she experienced symptoms described as fatigue, bad breath, and the onset of acidosis, and self-presented to a hcp. Customer reported receiving a reading of 200 mg/dl on the adc meter compared to a lab result of 480 mg/dl at the hospital, with a 30-40 minute interval in between the values. Hcp administered insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. The reported meter serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of the precision xceed meter was contacted for an internal investigation and determined there was no deviations or abnormalities which could have caused the complaint. Dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the precision xceed meter and precision trips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Brand name) was incorrectly documented in the previous reports. Brand name has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Describe event or problem was updated with the correct comparison readings. Initial reporter was updated with the caller's country.

Event description:
Customer reported receiving low readings from an adc blood glucose meter compared to laboratory results obtained at a hospital. Customer reported that on (B)(6) 2018 he/she experienced symptoms described as fatigue, bad breath, and the onset of acidosis, and self-presented to a hcp. Customer reported receiving a reading of 200 mg/dl on the adc meter compared to a lab result of 480 mg/dl at the hospital, with a 30-40 minute interval in between the values. Hcp administered insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.